Manufacturer narrative:
Product analysis: the product remains implanted; therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, severe paravalvular leak (pvl) on the non-coronary cusp remained. A post-implant balloon aortic valvuloplasty (bav) was performed without success and moderate pvl remained. Subsequently, a second transcatheter bioprosthetic valve, was implanted valve-in-valve and resulted in mild pvl. No further adverse patient effects were reported.